Manufacturer narrative:
The unit was received with frozen display and constant tone due to corroded electronic assemblies. The unit was received with a corroded motor home switch and a corroded battery tube. The following physical damage was noted: cracked casing at display window corners, reservoir tube and battery tube threads. The unit was received with a peeling address label. The unit was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was in the pool with them; they thought the device was waterproof. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The device also had a crack near the battery cap on the bottom left corner of the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.